Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology and procedural conditions. In addition, the reported patient effect of tissue damage appears to be a result of procedural conditions and due to the grasping attempts with the third clip. It should be noted that the reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade of 4. Mitral stenosis gradient level was at 1mmhg. Echo imaging was not very good. Two clips were implanted successfully, reducing mr to 2-3. A third clip was advanced to the mitral valve to further reduce mr; however, prior to lowering the gripper arms the leaflets were difficult to grasp due to a very small posterior leaflet and tissue damage occurred. The medial commissure was grasped, however the gradient level increased to 5-7 mmhg; thus the clip was not implanted and was removed. Mr remained 2-3. After the third clip was removed, the gradient level was 3-4mmhg. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.